Manufacturer narrative:
Insulin pump received with intermittent button response due to partial unlocked j2/lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to buttons not responding.

Event description:
The customer reported via phone call that the insulin pump had issue with setting. Customer's blood glucose level was unknown. Customer wanted to troubleshoot for issue. Customer stated that their health care professional advised them to replace the insulin pump. The insulin pump will be returned for analysis.